Manufacturer narrative:
No device, no medical records and no images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately thirteen months post vena cava deployment, during a scheduled filter retrieval procedure, a snare was used to successfully capture and retrieve the filter without difficulty. One detached filter arm was discovered to be remaining in the ivc wall. The detached filter arm was successfully retrieved with the snare. There was no reported impact or consequence to the patient.